Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to moisture exposure. Blood glucose level at the time of the incident was 169 mg/dl. During troubleshooting, the customer mentioned getting a failed battery test alarm after inserting a battery and not vibrating currently. Self-test was performed and the device did not vibrate during vibrate test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms or back light anomaly noted during testing. Unit failed to vibrate during self-test due to vibrator motor connector broken black wire. No audio/beeping anomaly noted. Unit was passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window and cracked reservoir tube lip.